Manufacturer narrative:
Title: endoscopic radiofrequency ablation for early esophageal squamous cell neoplasia: report of safety and effectiveness from a large prospective trial source: endoscopy, volume 47, (398¿408), 2015. Date of publication: 11-nov-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Prospective cohort study of 96 patients with at least one flat unstained lesion (usl) and a diagnosis of moderate grade intraepithelial neoplasia (mgin), high grade intraepithelial neoplasia (hgin), or early esophageal squamous cell carcinoma (escc). Radiofrequency ablation (rfa) was used at baseline to treat all usls; 93 patients underwent circumferential rfa (93) and 3 patients underwent focal rfa. Three patients were lost to follow-up: one withdrew consent and another suffered an unrelated cerebral hemorrhage before the 3 month follow up visit. The third patient withdrew consent after the 3- month visit. Biopsy (and focal rfa if usl persisted) was performed every 3 months until all biopsies were negative for mgin, hgin, and escc. By 12 months, 9 patients did not show a complete response. Two patients were treated endoscopically and achieved complete response. Four mucosal lacerations were observed during sizing (4% of patients); treatment was delayed in two patients but none of the patients required intervention. Two patients demonstrated neoplastic progression at 6 months. Both achieved complete response after treatment with 1-3 additional focal rfa sessions. Stricture was observed in 20 patients, all of which occurred after circumferential rfa (none after focal rfa). All strictures resolved with dilation.